Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer also stated that the sensor and blood glucose readings had discrepancies. She stated that the sensor glucose reading showed she had high glucose levels, but her blood glucose reading was 179 mg/dl. She noted that another time, her sensor glucose reading was 146 mg/dl and the glucose meter indicated low. She treated with a glucagon shot, and the sensor glucose reading rose to 161 mg/dl. She also noted that she was unable to drive due to having low blood glucose levels. She advised that the insulin pump was perfect, and the transmitter passed the functional testing. She stated that she would take a break from using the sensor for a while to see if another one would work. Nothing further reported.